Event description:
It was reported to minimed that the customer experienced pump error 3 (the main arm cannot communicate with the motor arm) and pump error 54(hal software error detected) alarms. The customer reported no adverse event. The event involved product mmt-1782k. Troubleshooting was performed. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Timing of pump error alarm: auto mode. Advised to check pump settings for accuracy. Advised to remain disconnected. Advised to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Advised to perform a self test. Test passed. Error table indicates that pump error alarm cleared active insulin. Advised they may need to consider decreasing any bolus correction based on their active insulin amount and active insulin time or consult their hcp for how long to wait before they can rely on the bolus wizard active insulin calculation. Advised to monitor the pump. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1782k was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 53 alarm was noted during testing. No pump error 54 or pump error 3 were found during download history review. However, on pump error 53 was recorded on 07/28/2022 22:11:40.000. Line=5632 file=2005. Per software engineering log investigation, alarm fault 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Problem caused by software issue. Isolate to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and label damage (faded). In conclusion, customer allegations of pump errors 54 and 3 were not confirmed when neither pump errors were found during download history review. However, critical pump error 53 was found, caused by software issue. Unit was also received with original battery cap missing battery cap contacts. Overall, isolate to electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.